Event description:
Complication during laparoscopic tubal ligation. Bleeding noted in pelvis. Lacerated inferior vena cava was identified as source. Laceration repaired. Pt remained stable. The abdomen had been insufflated with carbon dioxide prior to insertion of the trocar. The laceration was found right at the bifurcation at the vena cava, extending somewhat slightly down the left iliac vein.